Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the electronic instruction for use everolimus eluting coronary stent systems xience xpedition, xience xpedition sv and xience xpedition ll, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with severe angina and the procedure performed was to treat a moderately tortuous, moderately calcified left anterior descending artery (lad), that is 90% stenosed. The vessel was pre-dilated with a 2.0x10mm unspecified balloon. A 3.5x28mm xience xpedition was advanced through a radial approach and deployed at 16 atmospheres. Fluoroscopy after stenting showed an edge dissection at the proximal end of the stent. The dissection was covered with another xience xpedition. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.